Event description:
It was reported that the recently implanted vns patient underwent surgery to explant his device on (B)(6) 2014 due to infection and extrusion. The patient had a small boil on his neck incision site that he picked and itched until his lead became exposed through his skin. It was noted that the patient¿s device was not at fault. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.